Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's implantable cardioverter defibrillator exhibited backup vvi mode due to magnetic resonance imaging (MRI). The device was restored via programming changes. The patient was stable.

Manufacturer narrative:
The reported event of backup vvi was confirmed. Attempts were made to take the device out of reset and reload the product code. The device was unable to be taken out of reset. The cause of the backup vvi was due to a hardware failure caused by a hybrid anomaly. The root cause of the hybrid anomaly could not be determined.